Manufacturer narrative:
Corrected data: h6.- health effect - impact code (f): "4629" should be removed and "2199" should be added. H6- investigation type code: "4110- lens work order search-no similar complaint event(s) within associated lots were found. " should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - clinical code 4581: lens dislocation/subluxation. (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure the lens was implanted upside down. The patient experienced lens dislocation/subluxation. The lens was implanted, removed, and exchanged intraoperatively for a lens of the same size and power. Cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
Corrected data: b3.-date of event: "04/12/2025" should be removed and "12/04/2024" should be added. D6a.-if implanted, give date: "(B)(6) 2024" should be removed and " (B)(6) 2024" should be added. D6b.-if explanted, give date: " (B)(6) 2024" should be removed and " (B)(6) 2024" should be added. Claim# (B)(4).